Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the philips efficia dfm100 defibrillator/monitor indicating that the device had an alarm that therapy was disabled. There was no patient involvement. Available details indicate that the device had exhibited symptoms of a failure. Details provided in an update from the source case indicate that the field service engineer (fse) instructed customer to run the operation check and all items are passed, and the device was successfully returned to service. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporter phone and reporting institution phone: (B)(6).